Event description:
The customer reported via phone call that he had a test failure at 10:01 am alarm. Customer stated that the pump had suspended for 3 hours and he was working around the house. Customer stated that his blood glucose was going low and he was taking medicine. Customer's blood glucose was 47 mg/dl before he took the pump. Customer also took some orange juice. Customer stated that he just noticed the alarm after calibrating. Customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Customer was assisted in performing a self test and the pump passed. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.